Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The device was explanted and replaced. There were no additional patient complications reported.